Manufacturer narrative:
H.6. Investigation: DHR was performed and the non-conformances were reviewed for this batch and there was no record of non-conformance associated with this batch. The sample returned does not confirm the presence of leakage. A root cause is unassignable in this case, as the complaint for leakage could not be confirmed from the sample returned. H3 other text : see h.10.

Event description:
It was reported that leakage occurred during use with a bd posiflush¿ xs pre-filled flush syringe nacl 0.9%. The following information was provided by the initial reporter, "leakage of the syringe with saline solution, no clinical consequences."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd posiflush¿ xs pre-filled flush syringe nacl 0.9%. The following information was provided by the initial reporter, "leakage of the syringe with saline solution, no clinical consequences."